Manufacturer narrative:
A sample has been received by mfg that has not yet been evaluated. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info was requested. (B)(4).

Event description:
A customer reported that a dull knife was experienced during surgery. An alternate knife was used to complete the procedure with no impact to the pt. Add'l info was requested.